Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure it was identified that this right atrial (ra) lead had pacing impedance measurements less than 200 ohms. There was also evidence of noise and oversensing. The physician elected to surgically abandon the ra lead and implant a new lead. No adverse patient effects were reported.